Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump delivered it's indicated amounts during testing. The insulin pump functioned properly. The insulin pump had intermittent button response due to a flattened express bolus dome switch. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 70 mg/dl at the time of the incident. The customer also reported that she experienced dizziness and she passed out due to low blood glucose. The customer stated that she treated her low blood glucose with juice and glucagon tablets. The customer also stated that the insulin pump was over delivering insulin. The customer also stated that the keypad of the insulin pump was not working properly.the time of the admission was 2pm and the date of the admission was (B)(6) 2015. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.